Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided for the cannula from april. Section h4: manufacturing date not provided are not provided for the cannula from april. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula tube joint. The distributor further reported that the patient was moving both upper extremities and had a similar event in (B)(6). The subject cannula was replaced to continue the patient therapy. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided for the cannula from april. Section h4: manufacturing date not provided are not provided for the cannula from april. Method: the subject device, ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the returned device, and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the tubing was detached from the cannula end with visible glue residue inside the cannula tube joint. Conclusion: based on the visual inspection and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula end. The distributor further reported that the patient was moving both upper extremities and had a similar event in april. There was no reported patient consequence. The subject cannula was replaced to continue the patient therapy.